Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported low readings on the sensor. It was reading low and suspended her insulin pump's delivery. The blood glucose level reported was 243 mg/dl. The sensor read 50 mg/dl at threshold suspend. The customer declined troubleshooting and was advised to call if the issue recurred. The customer will receive a replacement sensor. No further information was provided.